Manufacturer narrative:
An event regarding loosening involving an unknown accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a review of the medical information by a clinical consultant indicated that: failure of biologic fixation of the primary design accolade stem inserted as a final stage revision for infected total hip is not entirely unexpected. There is no evidence this clinical situation five years post-implantation was the result of factors of faulty component design, manufacturing or materials. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. However a review by a clinical consultant indicated that "failure of biologic fixation of the primary design accolade stem inserted as a final stage revision for infected total hip is not entirely unexpected. There is no evidence this clinical situation five years post-implantation was the result of factors of faulty component design, manufacturing or materials". Further information such as return of device, pathology report, operative reports,additional x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Surgeon reports patient status post left total hip which was previously revised due to an infection now has a loose accolade tmzf stem which needs to be revised as well. Surgeon decided to perform the procedure posteriorly. The stem was carefully removed using an extractor device. Once removed he proceeded to implant a restoration modular hip stem per surgical technique. Surgery was performed without incidence. Original primary was performed (B)(6) 2009.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown accolade tmzf. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Sent to pathology per operating room protocol.

Event description:
Surgeon reports patient status post left total hip which was previously revised due to an infection now has a loose accolade tmzf stem which needs to be revised as well. Surgeon decided to perform the procedure posteriorly. The stem was carefully removed using an extractor device. Once removed he proceeded to implant a restoration modular hip stem per surgical technique. Surgery was performed without incidence. Original primary was performed (B)(6) 2009.